Event description:
The iab failed. In 2002, datascope was notified the iab leaked. The iab was entrapped and the doctor was not able to remove the iab. It was reported by the contact at the facility the pt went on to expire from the event.